Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her discontinued treatment. After receiving a cycler alarm, the patient canceled treatment. When she opened the cassette door she found fluid leaking from the cassette. The patient stated that she would notify her pd nurse, the set was not made available for evaluation. During follow up the patient and the patient's pd nurse reported that the patient did not have any signs of infection. She was given 2 grams of ceftazidime antibiotics prophylactically. The patient's effluent has remained clear. No adverse event reported at this time.

Manufacturer narrative:
The patient was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.